Event description:
It was reported that there was a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support helped the caller reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.